Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the adapter and catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: after puncturing the patient it was found that peripheral intravenous catheter no. 22 was leaking, removed and punctured by the anesthetist. Leakage had occur between the adapter and the catheter.

Manufacturer narrative:
Investigation: a physical sample was not available to bd for investigation but 2 photos of the defect were provided for evaluation. A review of the device history record was performed for the reported lot, 9210542, and no quality issues were found during production. Our quality engineer reviewed the provided photos but could not identify any possible defects that could lead to leakage. Based off the provided photos the engineer was unable to verify the reported defect. Since no defects could be found and without the physical sample available for testing a definitive root cause could not be determined.

Event description:
It was reported that leakage occurred between the adapter and catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: after puncturing the patient it was found that peripheral intravenous catheter no. 22 was leaking, removed and punctured by the anesthetist. Leakage had occur between the adapter and the catheter.